Manufacturer narrative:
(B)(4). The crt-d is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an infection. A revision was performed the next day and the system was explanted. More difficulties were encountered explanting the leads and a laser technique was used. Following the procedure, the patient experienced complications and the patient developed cardiac tamponade. Subsequently the patient died later that day. There were no allegations against the crt-d and the complications that resulted in the patient's death were suspected to be related to the lead extraction.